Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found upstream occlusion (uso) seal missing, sensor is damaged item number on the rear label of device is incorrect. During the functional testing, the customer reported issue was confirmed. The unit uso seal was missing and replaced uso seal. Air sensor was detached from unit replaced air in line sensor. Preformed air sensor test unit passed test. Calibrated downstream occlusion (dso). Updated software to the latest version and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a person with diabetes (pwd) reported that there were two separate line blocked alarms. Both events were resolved by changing the infusion set and occurred one day after inserting infusion site. There was no patient harm or injury.